Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported partial clip movement cannot be determined. The reported recurrent mitral regurgitation is likely the result of the partial clip movement. A conclusive cause for the reported heart failure cannot be determined. The reported patient effects of heart failure and mitral regurgitation are listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement and recurrent mitral regurgitation. It was reported that the mitraclip procedure was performed in (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with grade 3-4. One clip was implanted, reducing mr to 1. The next day, mr increased to 2 and it was suspected the clip had moved. The patient has bone marrow cancer; therefore, conservative treatment was performed to treat for excess fluid due to the heart failure. Mr was reduced, but the priority is to treat the cancer and there will be no more attempts to treat mr with a mitraclip. No additional information was provided.